Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, leak testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The catheter also deflected into the correct shape when actuating the steering mechanism and met specifications. In addition, the event description indicated ablations were performed with rf power up to 35w, which exceeds the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU). The IFU warns that ¿application of higher power is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop.¿; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, a steam pop and pericardial effusion occurred. Approximately 15 seconds after the ablation was started by the upper left superior vein, a steam pop occurred. The generator had been set to 35 watts with irrigation at 30ml on temperature control. The patient became hypotensive and a pericardial effusion was seen on intra-cardiac echocardiography. A pericardiocentesis was performed to stabilize the patient.